Manufacturer narrative:
On 9-apr-2021, mentor received additional information regarding the patient¿s symptoms, procedure, and suspected medical device. The patient experienced bilateral grade iii capsular contracture. The relevant field has been updated. Initially, procedure was reported as breast surgery. However, additional information revealed that the patient underwent a breast reconstruction. The suspected medical device was returned for evaluation. On 17-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed delamination at the union between the patch and shell, causing gel leakage. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with two 500cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 560cc mentor smooth round high profile prostheses (catalog #: 3503560, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2020. The implantation date was estimated as (B)(6) 2007 based on available information. This report is for the right-sided prosthesis.